Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. The 80% stenosed, target lesion was located in the milly tortuous and moderately calcified coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced or treatment. However, during the procedure, shaft break occurred. Balloon was not inflated prior breaking. The device was removed and the procedure was completed with a different device. No further patient complications nor injuries reported.